Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿department of orthopaedic surgery, sapporo medical university school of medicine, sapporo, japan ¿. The article can be found at https://doi.org/10.3109/14397595.2013.854058. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedic surgery, sapporo medical university school of medicine, sapporo, japan ¿. The title of this report is ¿outcomes of knee arthrodesis following infected total knee arthroplasty: a retrospective analysis of 8 cases ¿, published on march 19, 2013, which is associated with the stryker ¿monotube triax external fixation system¿. The article can be found at https://doi.org/10.3109/14397595.2013.854058. This report includes an analysis of the clinical data that was collected on 8 patients. The study was conducted between 2005 and 2007. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, it was reported that 1 patient experienced swelling and pain in his left knee, crp became positive 2 months after the arthrodesis, and the external fixator was removed.